Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46011. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Visual inspection confirmed error code. Device powered on, but did not boot up. Replaced printed wire assembly (pwa). Unable to retrieve motor odometer, replaced motor as preventative maintenance and set odometer to zero. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration and occlusion tests. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.